Event description:
It was reported that the patient experienced an overstimulation sensation in their perineum following exposure to a theft detector or security gate at (B)(6). The device was turned on during the exposure. Additional information has been requested.

Manufacturer narrative:
(B)(4).